Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure, an error 233 appeared on the console when the physician attempted to ablate, and despite four power cycle attempts, the issue persisted. The procedure was cancelled, as they were unable to use the device. No patient complications occurred. There is not any indication if the device will be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation. The farastar pulsed field ablation generator will not be returned for further analysis, as a technician visited cyprus and resolved the issue on-site, and the console is now functioning properly.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure, an error 233 appeared on the console when the physician attempted to ablate, and despite four power cycle attempts, the issue persisted. The procedure was cancelled, as they were unable to use the device. No patient complications occurred. There is not any indication if the device will be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.